Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 551 mg/dl at the time of incident customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected error test, basic occlusion, occlusion test, prime and excessive no delivery test. (B)(4).